Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated there was no reprogramming taken as a result of the event; the physician noted the inappropriate shock was delivered due to cautery during a procedure related to the patient's left ventricular assist device (lvad). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to noise from the patient's left ventricular assist device. A lead integrity alert (lia) triggered due to high sensing integrity counter (sic) and impedance. The patient was seen by the physician and it was noted the rv lead had triggered for low pacing impedance. Trending showed rv lead impedance was slightly lower from implant but stable. The rv lead and the cardiac resynchronization therapy defibrillator (crt-d) remain in use. No further patient complications have been reported as a result of this event.